Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the neuro balloon catheter (7cbd10) was tested before use according to the instructions, but the balloon was broken during use. No patient injury or death alleged and the event did not lead to an increase of surgery time.

Event description:
N/a.

Manufacturer narrative:
The neuro balloon catheter (7cbd10) was returned for evaluation: device history record (DHR): the device history records of ref 7cbd10, lot 224496 were reviewed and did not reveal any anomaly that could explain the reported event. Failure analysis - the investigation of the returned device was unable to verify customer reported issue as valid. Visual inspection of the received neuroballoon catheter revealed no anomaly. Functional testing verified inflation deflation was correct (proximal side inflates before distal side), inflation was maintained over 1 minute, no leak was detected, no damage was observed. Root cause - complaint was not verified on the returned device, and the product was functional. Silicone elastomer balloon was not broken and did not leak. The exact cause of the reported malfunction could not be determined by the investigation. Given the investigation results, no further investigation nor corrective action is deemed required.